Manufacturer narrative:
Our field service engineer confirmed that the ventilator unit failed the gas supply test during pre-use check. After he replaced the control printed circuit (pc) board, the ventilator passed all functional and safety tests per factory specifications. The ventilator was returned to the customer and cleared for clinical use. The evaluation of received device logs shows a single occurrence of the reported gas supply test failure on the reported date of event. The returned control pc board was installed in a reference ventilator. Pre-use checks failed consequently on the gas supply test, while all other tests passed. Simulated use test ventilation ran for several days without issues but was based on the default gas type. Electrical measurements showed that main processor output signals to a buffer circuit during the gas supply test were incorrect causing the test to fail. The conclusion in this matter is that a one-off electrical problem on the control pc board caused the gas supply test to fail. The defective component was not determined.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. (B)(4).